Event description:
The customer complained of experiencing elevated blood glucose levels. The reported blood glucose reading at the time of the phone call was 470 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime test passed. However, the high pressure test failed. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed no delivery outside of specifications during the occlusion tests due to a faulty force sensor.